Manufacturer narrative:
Two 5f sim2 100cm tempo catheters split in several places upon removal from the packaging. A catheter from the same lot number was removed from shelf. There was no patient injury reported. Multiple attempts were made without success to obtain the device and additional information. The two devices were not returned for analysis. The device history record (DHR) reviews of lot 17200766 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter (body/shaft) puncture/cut¿ could not be confirmed as the devices were not returned for analysis. The exact cause of the puncture/cut could not be determined. Based on the limited information available for review, it is unknown what factors may have contributed to the split reported; however, storage or handling factors are possible. According to the instructions for use (IFU), ¿to prevent damage to the catheter tip during removal from the package, grasp the hub and withdraw the catheter. Exercise care when removing guidewires from multiple-curve catheters. Treat all 4f (1.35 mm) catheters and smaller french sizes with ultimate care. The performance of these products may be impaired if not properly and cautiously handled during unpacking and preparation.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Event description:
As reported, two items cath tempo 5f sim 2 100 cm catheters split in several places on removal from packaging. One of the same cath tempo 5f sim 2 100 cm catheter with same lot number was removed from shelf. There was no patient injury reported. Multiple attempts were made without success to obtain the device and additional information.

Manufacturer narrative:
(B)(4). A review of the manufacturing documentation associated with this lot 17200766 presented no issues during the manufacturing process that can be related to the reported complaint. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, two items cath tempo 5f sim 2 100 cm catheters split in several places on removal from packaging. One of the same cath tempo 5f sim 2 100 cm catheter with same lot number was removed from shelf. There was no patient injury reported and product will be returned for analysis.